Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to discharge patient from server. A technical support specialist (tss) reviewed the server and confirmed that multiple patient profiles remained admitted with no end dates, while one profile showed a completed discharge. Tss dialed into the server, identified that 2 profiles were in admitted state and one in discharge state, ran a query and identified that the one discharge message was received which was not either both patient identifier customer provided. Tss also identified that the database checks found no discharge related processing errors and only one unmatched discharge message received. Guidance was provided to request admit discharge transfer (adt) resend and attempt manual discharge through patient encounter system (pes), however, manual discharge initially failed with an error indicating discharges were not allowed for the external adt system. System configuration was then updated to allow transfer and discharge of external adt visits, after which a manual discharge was successfully completed. The case remained in progress to support remaining discharges, noting that duplicate active encounters with the same visit ID may block discharge processing and require encounter consolidation and adt message replay. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to discharge one patient. The patient appeared three times on the system, and the es interface displayed the message: discharge was not allowed for the following. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to discharge one patient. The patient appeared three times on the system, and the es interface displayed the message: discharge was not allowed for the following. However, there were no delays or adverse events or injuries reported based on this event.